Event description:
During a customer device asset return for maintenance inspection the device was found with no image due to faulty ccd (charge-coupled device) and cable. There is no patient involvement on this reported event. No user injury reported.

Manufacturer narrative:
Device was received at olympus australia service repair for inspection and check. There was no specified issue noted from the customer when the device was received. Device was inspected and evaluated. Cable condition check was performed and found internal breakage ( hole and cut on the cable was noted, bulging due to twisted internal wires). In addition, endoscopic check was performed and found no image. Based on evaluation findings, device was found no image due to faulty ccd and cable. Device required new ccd and cable assembly. Service contacted the customer and informed the issue of no image found on the device. In a follow up communication , the customer conveyed that prior to sending the device to service, the device was used on a procedure on february 8, 2022. Customer did not stated the type of procedure performed however, it was reported that the procedure was completed with no patient harm or injury. Customer stated that the event detected when camera was plugged into the processor by the scout nurse. Customer did not provide further information. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 10-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to update section d4, e3 and g2 which were inadvertently left out of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root causes of the faulty cable and charge coupled device unit could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.